Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed with a failed battery. The patient's blood glucose at the time of incident is unknown. The customer replaced the battery three times but the failed battery alarm occurred each time. The insulin pump will not be returned for analysis.